Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display. Device was not being used on a patient when event occurred. The date of the event was not provided.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the liquid crystal display (lcd) panel. Covidien was not authorized to service device. Covidien reference number: (B)(4).